Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033730) on 04-mar-2014. The most recent information was received on 06-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed the coil and pieces that were in my uterus'), fallopian tube perforation ('perforation in left fallopian tube into uterus'), uterine perforation ('perforation in left fallopian tube into uterus') and genital haemorrhage ('bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthectomy in 2015, hysterectomy on (B)(6) 2013, endolymphatic sac decompression (meniere¿s disease) from 2003 to 2015, steroid therapy (meniere¿s disease) from 2003 to 2015, birth control pill (B)(6) 2013 from 1999 to (B)(6) 2013, multigravida, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2004), miscarriage, meniere's disease (visit dates (2001 ¿ 2015, 2005 ¿ 2015, 2001 ¿ 2015 and 2015).) And endometrial hydroablation. *a urine pregnancy test was negative. The devices appeared to be normal position on hsg. On (B)(6) 2014, surgical pathology report showed, the specimen, labeled "explanted essure device and left fallopian tube", consists of a 4 x 0.6 x 0.6 ern segment of fallopian tube, accompanied by a coiled, spring-like device measuring approximately 2 x 0.5 x 0.5 cm. The spring-like device appears to be broken into several pieces. The foreign material is submitted for gross examination only. The fallopian tube is cross sectioned and entirely submitted. Xr abdomen, (B)(6) 2014, surgical instruments in the pelvis. Essure devices noted in the left hemi pelvis. Previously administered products included for hypothyroidism: synthroid from 2005 to 2017; for vertigo: valium from 2003 to 2015. Concurrent conditions included obesity, vaginal discharge and menorrhagia. Concomitant products included lidocaine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"), dermatitis contact ("nickel rash"), hypersensitivity ("hypersensitivity reaction") and headache ("head pain"). In (B)(6) 2013, the patient experienced adnexa uteri pain ("severe pain of left side near ovary / instant, constant lower left side near ovaries"). In (B)(6) 2013, the patient experienced rash ("I experienced rashes"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with medical device pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("perforation in left fallopian tube into uterus") and mental disorder ("aggravated any psychiatric and/or psychological conditions"), experienced abdominal distension ("bloating"), arthralgia ("joint pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with migraine medications and surgery (left salpingectomy, right tubal ligation and removal of uterus). Essure was removed on (B)(6) 2014. In 2017, the headache had resolved. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dermatitis contact, hypersensitivity, device expulsion and mental disorder outcome was unknown, the abdominal distension, weight increased, arthralgia and fatigue outcome was unknown and the swelling, rash and adnexa uteri pain had resolved. The reporter provided no causality assessment for abdominal distension, arthralgia, fatigue, swelling and weight increased with essure. The reporter considered adnexa uteri pain, dermatitis contact, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, mental disorder, rash and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA division director (reference number: mw5033730) on 04-mar-2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removed the coil and pieces that were in my uterus"), fallopian tube perforation ("perforation in left fallopian tube into uterus"), uterine perforation ("perforation in left fallopian tube into uterus") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endolymphatic sac decompression (meniere¿s disease) from 2003 to 2015, steroid therapy (meniere¿s disease) from 2003 to 2015, gravida ii, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2004), miscarriage, labyrinthectomy in 2015, meniere's disease (visit dates (2001 ¿ 2015, 2005 ¿ 2015, 2001 ¿ 2015 and 2015).), birth control ((B)(6) 2013) from 1999 to (B)(6) 2013, hysterectomy on (B)(6) 2013 and endometrial hydroablation. Previously administered products included for hypothyroidism: synthroid from 2005 to 2017; for vertigo: valium from 2003 to 2015. Concurrent conditions included obesity, vaginal discharge and menorrhagia. Concomitant products included lidocaine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"), allergy to metals ("nickel rash"), hypersensitivity ("hypersensitivity reaction") and headache ("head pain"). In (B)(6) 2013, the patient experienced adnexa uteri pain ("severe pain of left side near ovary / instant, constant lower left side near ovaries"). In (B)(6) 2013, the patient experienced rash ("I experienced rashes"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("perforation in left fallopian tube into uterus") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), arthralgia ("joint pain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("perforation in left fallopian tube into uterus") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (left salpingectomy, right tubal ligation). Essure was removed on (B)(6) 2014. In 2017, the headache had resolved. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, allergy to metals, hypersensitivity, device expulsion and mental disorder outcome was unknown, the abdominal distension, weight increased, arthralgia and fatigue outcome was unknown and the swelling, rash and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, allergy to metals, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, mental disorder, rash and uterine perforation to be related to essure. The reporter provided no causality assessment for abdominal distension, arthralgia, fatigue, swelling and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). A urine pregnancy test was negative. The devices appeared to be normal position on hsg. On (B)(6) 2014, surgical pathology report showed, the specimen, labeled "explanted essure device and left fallopian tube", consists of a 4 x 0.6 x 0.6 ern segment of fallopian tube, accompanied by a coiled, spring-like device measuring approximately 2 x 0.5 x 0.5 cm. The spring-like device appears to be broken into several pieces. The foreign material is submitted for gross examination only. The fallopian tube is cross sectioned and entirely submitted. Xr abdomen, (B)(6) 2014, surgical instruments in the pelvis. Essure devices noted in the left hemi pelvis. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received - case upgraded as incident. "Perforation in left fallopian tube into uterus, I experienced rashes, severe/persistent abdominal pain, bleeding, severe pain of left side near ovary, nickel rash, hypersensitivity reaction, removed the coil and pieces that were in my uterus, head pain, perforation in left fallopian tube into uterus, perforation in left fallopian tube into uterus and aggravated any psychiatric and/or psychological conditions" were added. . New reporter were added. Patients information was added. Concomitant and historical conditions and medication were added. Lab data was added. Product implant and explant date was updated. Surgical treatment ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.